Event description:
It was reported that a patient underwent a procedure at c5-c6 via anterior approach to treat cervical spondylosis with myelopathy (csm). It was reported that the patient suffered neck discomfort seven days post-op. Twenty-eight days post-op, it was reported that x-rays revealed both screws were backed out. The patient reportedly will wear a cervical collar until bone fusion occurs. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Radiology films interpretation: "two lateral views of cervical interbody spacer at c5/6. Some subsidence is noted. Screws are backed out to the nitinol retaining ring on one view, however not clearly past as of yet."